Manufacturer narrative:
This event resulted in inconclusive biopsy results. The patient had to schedule a new biopsy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through reproducibility. Analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was refused by the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. It was reported that during biopsy procedure the site used magnetic resonance imaging (mr) to plan and perform navigation. A post-op computed tomography (CT) was merged with the mr and showed a 5mm deviation from the planned target. There was no patient impact reported and no delay to surgery.